Manufacturer narrative:
This report is submitted april 05, 2018.

Event description:
Per the clinic, the patient experienced an infection resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
It was reported that the infection was not device related.